Manufacturer narrative:
(B)(4).

Event description:
A health care provider via a company representative reported a patient who had an apparent short between contacts 4<(>&<)>5 (50 ohms) but the monopolars for c4 and c5 were in 500 ohms. It was indicated that patient's previous devicelasted 5 years but this implantable neurostimulator (ins) lasted 15 months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.